Event description:
Physician reported right side "on the r the implant was seen to be partially deflated" and capsular contracture baker grade iii. Capsulotomy performed and the device has been explanted and replaced. Physician confirms that the capsular contracture was "released with the paget breast dissector."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture (baker grade iii) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture (baker grade iii.) E1 initial reporter email address: (B)(6). E1 initial reporter state: (B)(6).

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, g1, h3, h6.

Event description:
Healthcare professional reported right side "on the r the implant was seen to be partially deflated" and capsular contracture baker grade iii. Healthcare professional confirms that the capsular contracture was "released with the paget breast dissector." Healthcare professional additionally reported "flat." Capsulotomy performed and the device has been explanted and replaced.